Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead recorded an alert for an high, out-of-range shock impedance measurement of 127 ohms on the right ventricular (rv) lead. This observation was identified during a review of device data and was not reported by the physician. No adverse patient effects were reported. Additional information was received that the device was explanted and successfully replaced. The rv lead remained implanted and in service with the newly implanted device. No additional adverse patient effects were reported. It was reported that this patient was hospitalized for flu-like symptoms and feeling pre-syncopal. Th device was checked and no issues related to pacing were observed. The patient's heart rate was elevated, but nothing above the programmed rate cut off of 200 bpm, so no episodes were stored. However, this was the patient's first device check since they underwent a change out in 2017 and the shock impedance measurements were high, out-of-range. Device data was submitted to technical services for review. It was noted all other lead values were within normal range. The shock impedance measurements were very stable in the trends, at about 127 ohms in 2017 when the device was implanted, to 124 ohms during the patient's hospital stay. Technical services discussed continuing to monitor the lead and recommended enrolling the patient in the remote monitoring system, if possible. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded an alert for an high, out-of-range shock impedance measurement of 127 ohms on the right ventricular (rv) lead. This observation was identified during a review of device data and was not reported by the physician. No adverse patient effects were reported. Additional information was received that the device was explanted and successfully replaced. The rv lead remains implanted and in service with the newly implanted device. No additional adverse patient effects were reported.